Event description:
Oscor 6.5f steerable guiding sheath was noted to be defected. Defected device noted by doctor as soon as he received it to the sterile field. The device was removed and replaced in original package.